Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a tah procedure. Reportedly, the instrument was difficult to open. The hosp has reported no pt injury occurred.